Event description:
Patient reported "multifocal extracapsular fluid collection for right lower breast that hints extracapsular rupture", "device was explanted and removed partial film". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "foreign substances for bilateral prosthesis can be touched", "rupture", "multifocal extracapsular fluid collection for right lower breast that hints extracapsular rupture", "device was explanted and removed partial capsule". This record is for right side. The device has been explanted. Additional information from the physician confirmed that the event of infection (late onset) is not occurring.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "foreign substances for bilateral prosthesis can be touched", "rupture". This record is for right side. The device remains implanted.